Event description:
Severe hemorrhage occurred during surgical procedure. Physician attempted to staple lungs, misfire of stapler two times. Another product brought into operating room and procedure continued without any harm to patient.